Manufacturer narrative:
All operating currents are within specification. No unexpected alarms noted. The insulin pump had intermittent button response noted during testing due to corroded keypad traces. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, broken battery tube threads, and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump alarmed with motor error, failed battery test, and button error alarms. Customer's blood glucose was not known. The insulin pump was dropped and a piece of the battery compartment broke off. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.